Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. Three days after the initial receipt of this report, the patient was to visit the hospital for a check-up. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.